Manufacturer narrative:
During the device evaluation, the following was found: the angulation play at the right/left (r/l) knob was out of specification, the control knob movement had clicking at the right/left (r/l) knob when engaged, the plastic distal end cover had deep dents and scratches, the objective lens had very tiny chips at the edge not affecting image, the light guide lens had one crack, one internal crack, and one had a big chip. The bending section cover had adhesive chipping, the insertion tube had minor snakiness and surface scratches, the control body had minor scratches, the light guide tube had minor surface scratches, the scope connector had minor dents and scratches including a plug unit, not affecting functionality. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus asset device evis exera iii colonovideoscope was returned as part of the asset return process with no complaint from the customer. During inspection, white flakes were discovered coming out of the suction port on the light guide tube side, of which could not be cleaned. There was no patient involvement associated with this event. This report is being submitted to capture the presence of foreign material found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the device was unable to be further specified. Moreover, no deformation/physical of the device was confirmed at the material residue point, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.